Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (over temp psc) malfunction alarm code; however, it was noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temp psc) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.